Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed frequently. A field service engineer (fse) had inspected the drawer for loose cables, confirming all were secure. The retractor had been in good condition but had not aligned properly with the rear drawer module controller, leading to the replacement of both the retractor band and rear module controller. The fse had upgraded the older inseam to the revised version. Due to urgent care usage, the main drawer controller had not been replaced, but a follow-up had been planned for future maintenance. A general inspection had revealed minor debris in drawer five, which had been removed. Since the controller replacement, the drawer had been functioning well, and all cables had been verified as tight. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed repeatedly. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.